Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was false positives. The following information was provided by the initial reporter: customer reports suspected false positive c group, c krusei, and c glabrata on a patient specimen (max vaginal panel assay).

Manufacturer narrative:
Common device name: instrumentation for clinical multiplex test systems. Initial reporter e-mail: (B)(6). PMA / 510(k)# k111860, k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was false positives. The following information was provided by the initial reporter: customer reports suspected false positive c group, c krusei, and c glabrata on a patient specimen (max vaginal panel assay).

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) ) had "false positives". Customer reported that they had a suspected false positive result for multiple assay targets while running the vaginal panel assay. Bd quality performed review of the customer instrument run files which revealed evidence of possible bubbles present in the pcr cartridge, but there were no indications of an instrument issue. A bd field service (fse) was dispatched to the customer site where they performed a proactive health check of the instrument, which did not identify any functional issues with the instrument. This complaint is unconfirmed as the instrument is operating to specifications. The root cause cannot be determined with the information provided. Sample review consisted of customer instrument run files which revealed evidence of possible bubbles in the pcr cartridge, without evidence of an instrument issue. Review of device history record for instrument ct1266 is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument ct1266, and no additional work orders were observed for the complaint failure mode reported.